Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported that patient experienced stimulation decreases. Upon diagnostic testing lead shows only 4 contacts working. One lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.